Manufacturer narrative:
(B)(4) d4: attempts have been made to gather all product identification information, and no further information has been provided. D10 part: p30-900-100r device name: orthopaedic prosthesis implantation positioning instrument, reusable lot: unknown. Customer had indicated that the product was in process of being returned to zimmer biomet for investigation; however, no return has been received to date. The investigation has been completed. If the device is returned a follow-up MDR will be submitted. Reported event was not confirmed by review of picture. Device history record (DHR) review was unable to be performed as the part number and lot number of the device involved in the event are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a screwdriver tip was broken. An instrument was locked up during inspection outside of a procedure. The screwdriver was used in an aggressive manner to try to unlock the stuck instrument, and its tip broke within the instrument's compression hole. No patient involvement. Attempts have been made and no further information has been provided.